Event description:
Multiple - 9 - nine failures of philips medical pt monitoring, co2 gas module model m1019a, philips g5 model failure. Co2 gas reading loss of baseline and reading declining unrealistically. Initial investigation by manufacturer reveals an internal tubing defect.